Manufacturer narrative:
(B)(4). Date sent: 01/14/2020. Product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and misalignment between the cartridge channel and the anvil channel was observed when the device was closed. This condition has the potential to produce malformed staples.

Manufacturer narrative:
(B)(4). Batch # t5d873. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that some staples were malformed. In addition, the device was tested for functionality in the two (green - blue) staple height selector positions with test reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete. However, the staple line at the distal end showed that some staples were malformed when fired on the blue height selector position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the firing knob stopped on the way of firing. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.